Manufacturer narrative:
(B)(4). Medical product: catalog #: ep-183584, vanguard lipped tibial bearing 14 mm x 87/91 mm, lot # 846030. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see: 0001825034-2017-06357 and 0001825034-2017-06359. Device location unknown.

Event description:
It was reported that a patient underwent an initial right knee procedure over 3 years ago. Subsequently, the patient was revised due to pain 3 months ago. Both the patella and bearing were revised on the physician's request.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product will not be returned to zimmer biomet for investigation as it remains implanted. Concomitant medical products - vanguard cr lip tibial bearing 20 x 87/91 mm, catalog # 183590, lot # 346080. Biomet tibial locking bar, catalog # 141205, lot # 315490. Unknown vanguard tibial tray, catalog # unknown, lot # unknown. Unknown vanguard femoral component, catalog # unknown, lot # unknown.

Event description:
It was reported following a revision knee arthroplasty, the patient is experiencing swelling and moderate effusion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Without the opportunity to examine the complaint product, the root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.